Event description:
A us distributor contacted zoll to report that a patient developed an open rash under the lifevest equipment. Patient described the area as a bleeding rash under all the electrodes and the bottom edge of the garment. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed neosporin for the rash. Follow up indicated that the rash improved.